Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspend. Troubleshooting was performed. Customer states that he had to rewind the pump and was not able to use pump until he started the rewind and loaded the reservoir again. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for an alleged unexpected suspended delivery found on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thump. The pump was paired with a guardian link 3 (gl3) transmitter and test plug. The pump calibrated to the programmed test values properly. The pump entered auto mode and was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected suspended deliveries occurred. A review of the pump history and carelink files reveals there were no auto suspend events and three (3) user suspend on the event date, 11/28/2023, listed below: (B)(6) 2023 08:04:43.000 insulindeliverystopped (30) eventtype = 30 sourceid = 128 historyrecordlength = 12 systemtime = (B)(6) 2023 08:04:43.000 reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2023 10:45:07.000 insulindeliverystopped (30) eventtype = 30 sourceid = 128 historyrecordlength = 12 systemtime = (B)(6) 2023 10:45:07.000 reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2023 22:01:14.000 insulindeliverystopped (30) eventtype = 30 sourceid = 128 historyrecordlength = 12 systemtime = (B)(6) 2023 22:01:14.000 reasonfoinsulindeliverysuspension: usersuspended (2) the pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, faded serial number label, and pillowing keypad overlay. The pump passed all functional testing. Pump automatically suspending deliveries while in auto mode is not confirmed. No auto suspend events and three (3) user suspend on the event date, 11/28/2023. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.